Manufacturer narrative:
Device evaluated by MFR: mustang device 12x4x135cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm distal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues or damage to the tip of the device. No inflation media was observed exiting the tip of the device during the leak test carried out by the investigator. A visual and tactile examination found no kinks or damage to the shaft of the device. A microscopic examination found no damage or issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on 26-apr-2021. It was reported that shaft leak occurred. The target lesion was located in the pulmonary artery. A 12.0 x 40, 135cm mustang balloon catheter was selected for use; however, during unpacking, it was found that the tip of the balloon catheter was leaking liquid. The procedure was completed with a different device. There were no complicaions reported and the patient status was stable. However, returned device analysis revealed balloon pinhole.